Event description:
This was a lead extraction case performed in the or to remove 3 leads do to pocket infection. All leads prepped with an lld. Simple traction removed the coronary sinus lead ((B)(4)). The atrial lead ((B)(4)) was extracted with a 14f gl and 33cm medium visisheath. The atrial binding sites were noted to be at the level of the subclavian vein extending to the proximal innominate before the lead was released with traction. The ventricular lead ((B)(4)) required a 14f gl and a 33cm medium visisheath. It was quickly identified that progress through the innominate vein was halted by severe fibrosis requiring upsizing the laser sheath to a 16f gl without the use of a supporting visisheath. The physician was able to pass through the previous binding site that halted progress and was able to free the lead to the svc coil that extended from the innominate/svc junction to the svc/atrial junction. Severe binding was noted throughout the svc. At this time the patient had fluctuations in bp regulated by traction on the targeted lead. No hemodynamic support was needed at this time. Once the laser sheath progressed to the svc/atrial junction at the transition point of the distal end of the proximal coil it was noted to have severe adhesions requiring two laser trains to progress to the atrium. A decrease in arterial pressure was noted. Echo revealed a 1 cm effusion of the pericardium and growing. Rescue procedures began. A pericardiocentesis was attempted and blood products and pressors were given. The standby surgeon arrived and performed a sternotomy to repair the tear at the posterior aspect of the svc/atrial junction involving the pulmonary artery. It appeared that the ventricular lead had migrated outside the vessel wall and endothelialized in this position. The ventricular lead was removed via the injury site and the laser sheath was removed from the innominate vein while observing for further unknown injury. The patient was taken to recovery and as of the next morning, patient was responsive and following commands.